Manufacturer narrative:
(B)(4). It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. At this time no additional information was available, additional information regarding the patient and device has been requested.

Event description:
Literature: mammis a, mogilner ay. A technique of distal to proximal revision of peripheral neurostimulator leads: technical note. Stereotact funct neurosurg 2011;89:65-69. Summary: the authors describe a revision technique of distal to proximal neurostimulator lead revision, which does not require the changing of generators or extension leads. The authors present a case series of 3 patients where the distal to proximal neurostimulator lead revision technique was utilized. The technique was well tolerated in each instance and all patients reported a 50% pain reduction at long-term follow-up. Reportable event: it was reported that a (B)(6) male patient ((B)(6)) with a history of suboccipital craniectomy for resection of a right-sided vestibular schwannoma, who presented with persistent occipital pain in the region of the incision as well as right frontal headaches. The patient was evaluated by pain management, but his symptoms were refractory to pharmacologic therapy. He also underwent multiple occipital nerve blocks, which only resulted in transient relief. After a successful occipital stimulation trial, the patient underwent implantation of a right-sided occipital nerve stimulator in (B)(6) 2006. His occipital headaches were well controlled, but his frontal headaches persisted. The patient was taken back to the operating room 4 months later for placement of a right-sided supraorbital stimulating electrode, which was connected to the original pulse generator using the second channel. Eighteen months later, the patient began to complain of discomfort at the occipital stimulator lead site. Upon palpation, it was noted that the strain-relief loop of the original occipital electrode was superficial and palpable, and had become more prominent as the scar retracted. Utilizing the distal to proximal revision technique, the lead was placed deeper. Intraoperative fluoroscopy confirmed final lead placement, and the lead was anchored in place. The patient exhibited a 50% pain reduction on postoperative follow-up. See literature article with MFR report# 3007566237-2011-03827.